Event description:
It was reported that the patient tried to recharge her implantable neurostimulator (ins) every wednesday so it did not totally lose a charge. However, the patient had forgotten about it as she was ¿sick for like two months.¿ when the patient went to charge the ins, it ¿barely had used a sliver of the charge on it and it was almost completely full.¿ the patient went ahead and charged the ins. The patient noted that she used the device all day and her settings were ¿almost 9.¿ the patient noticed for ¿quite a while, months,¿ that the ins had not been doing what it needed to be doing. The patient had a loss of therapeutic effect and no stimulation sensation. The patient also had an increase in baseline pain. The patient did not know if it was the leads or ins that caused the issue. At the time of the report the patient stated that both sides were at 10.5 and she felt ¿a little tingle¿ in the bottom of her right foot. The patient also stated that ¿sometimes,¿ if she sat on a hard surface and because it was in her hip, she ¿might¿ have felt ¿a little¿ bit in the bottom of her right leg, not above her knee. This had started prior to the patient being sick and she had not felt stimulation like normal since ¿sometime last year.¿ it was mentioned that it was not normal for the patient to be ¿barely¿ feeling stimulation at 10.5 and she normally felt it in her legs and part of it in her back. The patient did not have ¿anything¿ in her left leg with ¿any of them.¿ the patient stated that prior to her issues she ¿would fall asleep on the toilet and fall off.¿ the patient had done this ¿several times¿ while sleeping and had done it since the ins had ¿slowed down and was not working as well.¿ the patient did not know what she felt at those times and ¿was in such a shock because it would wake her up when she fell.¿ the patient had broken her nose and split her head open. The patient also stated that she had gotten ¿jolts¿ before and it was always due to the battery because she had not charged it or ¿something like that.¿ the patient stated that the ins was ¿losing more and more.¿ the patient was assisted in turning her stimulation down to zero and was unable to turn her stimulation off with the programmer or recharger. The patient informed her health care provider (hcp) about the ins issues at the time of a pump filling but the ins was not checked due to focus on the pump. The patient stated that this was ¿a week ago this past monday or maybe two.¿ the patient had an appointment scheduled with her hcp for (B)(6) 2013 for the ins. Twelve days later it was reported that the patient fell forward off her toilet in (B)(6) and in (B)(6) lost ¿some¿ of her stimulation. The patient had to increase her amplitude up to 10.5 and barely felt stimulation. The patient was normally at 4.5-5.5 volts. Impedances, measured with a reference of 0, were within the range of 852-1000 ohms except 1, which was 11,136, and 7, which was 14,293. The patient was reprogrammed where program 2 captured both of the patient¿s legs, but not her back, and program 1 got ¿some¿ of her back and stomach. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was seen by the health care provider (hcp) on (B)(6) 2013. There was no documentation or recollection that there was a problem with the patient¿s stimulator. Twelve days later it was reported that the patient¿s system was checked. There did not seem to be any problems. The patient was reprogrammed and the reporter did a little teaching. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3998, lot# la9184, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
Follow up information reported the patient met with the manufacturer¿s representative at which time impedances were checked and they were educated on new programming. No issues were seen. If additional information is received, a follow up report will be sent.